Event description:
The pt claimed that all the buttons on the pump were sticking and are not clicking/spring back as normal. The pt stated the pump has not been exposed to moisture and the rubber keypad is intact.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad was torn on the ok button, the pump was not responding to the down arrow and ok buttons, and the down arrow and ok button contacts were found to be inverted.